Event description:
The infusor and control module was dispensed and instructed to the pt the afternoon of 11/4/94. The pt used the module correctly and received 8 doses as demanded. After that time, the pt was unable to operate the infusion button correctly. She was not able to depress it correctly to receive the appropriate dose. Rptr inspected the module at 0800 and did not see anything wrong but was also not able to administer a dose correctly. The module and infusor were discontinued and returned to the pharmacy where it was further inspected. It was possible to infuse doses into the sink, but it required excessive pressure on the infusion button and there appeared to be excess air in the line distal to the infusion button/reservoir. Repeated doses were squirted into the sink and the first 2 to 3 required add'l, excessive pressure on the button in order for it to work properly. Eventually, the infusor appeared to "clear out" and doses were expelled appropriately.